Event description:
Reporter alleged, the blood glucose device generated a result outside the reading range of the meter. It was stated the code on the device has missing segments, was incorrect, and afterwards a result of 781 mg/dl was obtained on the meter. Reporter stated, the customer took 50 units of insulin as a result, instead of the normal 30 units as a result, however, self treated afterwards with soft drinks when felt light headed. No medical treatment was reportedly sought or received. A request was made for the return of the suspect product and replacement product was sent.